Manufacturer narrative:
Additional information received below devices were involved in the event. Product ID: nim4cpb1, patient interface nim4cpb1 nim 4.0 serial: (B)(6) , UDI: (B)(4). Product ID: nim4cpb1, patient interface nim4cpb1 nim 4.0 serial: (B)(6), UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim pi boxes not connecting with console wired nor wirelessly. Site could not confirm any error messages appearing, other than the red disconnected status on the display. The blue lights flashing on the pi box when docked. Rep suggested troubleshooting steps like undocking and redocking the pi boxes to the console (with and without the connection cable). Rebooting the system with the pi boxes docked. Rebooting the pi boxes while docked. Issues did not resolve with troubleshooting. There was no patient impact. Additional information received stating user placed thick stickers on the replacement pi boxes, preventing them from docking before initiating a wireless connection and confirmed that all pi boxes are functional.

Event description:
It was reported that nim pi boxes not connecting with console wired nor wirelessly. Site could not confirm any error messages appearing, other than the red disconnected status on the display. The blue lights flashing on the pi box when docked. Rep suggested troubleshooting steps like undocking and redocking the pi boxes to the console (with and without the connection cable). Rebooting the system with the pi boxes docked. Rebooting the pi boxes while docked. Issues did not resolve with troubleshooting. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.